Event description:
Pump issued alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Despite efforts by technical support to assist in loading a new cartridge, the alarm persisted, and insulin delivery could not resume. Technical support arranged for pump replacement while the customer switched to multiple daily injections to ensure continuous insulin delivery.